Event description:
It was reported through the attorney for the pt, as a result of a legal claim that allegedly, "the pt rec'd a trident left hip system." It was further alleged that the pt is experiencing. "Pain and discomfort."

Manufacturer narrative:
The following other hip devices were also listed in this report: trident polyethylene insert, cat# unk, lot ID: unk. C-taper head, cat# unk, lot ID: unk. Omnifit eon stem, cat# unk, lot ID: unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The device is not available due to the ongoing litigation. The product catalog numbers were not provided. The root cause could not be determined with the limited info provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.